Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted thymectomy procedure, a part of the blade on the harmonic ace curved shears insert broke off and fell inside the patient. The broken fragment was retrieved from the patient during the same surgical procedure. There was no report of patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information about the complaint: the broken fragment was immediately found and retrieved with an endo grasper. It was confirmed that there was no patient injury or harm. The patient has since been discharged.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace curved shears insert involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken blade and measured roughly about 0.280¿ from the base. The broken piece was returned to isi. Any inadvertent contact with staples, clips or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure. The root cause of this failure is fatigue failure due to mishandling/ misuse. Based on failure analysis investigation, this is deemed as a non-reportable event and the initial MDR report is being retracted. The known common cause for the reported failure is mishandling/ misuse and not due to a malfunction of the device. Additionally, there was no report of patient injury or harm.